Event description:
The customer went to open the shipment and the diamond knife was not securely packaged within the box. Customer received a two inch cut on finger whilst opening the inner package where the knife was poking through. The customer sustained an open wound, which did not require sutures. Plaster was applied.